Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A source called in for the customer to report that the reservoir tube lip broke off. The customer's blood glucose reading was unknown. The helpline attempted to call the customer with the number on file, however the number was disconnected. No further details were provided.